Event description:
The affiliate reported a customer who complained of skin rash that looked like 'insect bites" after processing devices in an aer using disopa. The customer's physician initially diagnosed the rash as an allergy to cutting grass or from using "agricultural chemicals". The rash went away but came back after the customer was again exposed to disopa, so the physician believes that the rash is related to the use of disopa. The customer self medicated using an unk 'steroid cream", no treatment was prescribed by the physician.